Event description:
Patient called to report suspected blood readings high. Patient did not perform control test before carrying out blood test. There was no injury because the patient carried out their tests on both senova and freestyle and called chdiagnostics questioning the discrepant results. No specific testing results were provided. Company discussed the proper percedures for performing the test with control solutions and issued call tag to retrieve the 7 bottles of strips they wanted. Since they decided to switch to freestyle products. There was no replacement being sent out to them per the patient's request.